Manufacturer narrative:
The date of the event was not provided, the incident date remains unknown. Hologic became aware of this event on january 09 2020. Lot and serial number of the disposable device not provided by the complainant; therefore the expiration date is not known. The device is not being returned therefore; a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device was not provided by the complainant; therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during a procedure at an unknown date, the tissue trap burst resulting in a lost tissue sample. The device involved was a fluent fluid management system. There is no known impact to patient, no injuries reported.